Event description:
It was reported that the patient was having problems with the recharger "about two weeks ago." It was stated that the charge level was at 50% and that did not change. It was stated that the patient got "a few (coupling) bars". It was stated that after 12 hours of charging implantable neurostimulator (ins) battery level was at 3/4 full. It was stated that the recharger was not showing the charge level after charging for "several hours". It was noted that the patient normally charges every 3-4 days. The patient's stimulation was at 6.4 v. It was stated that an ins over discharge was suspected. It was noted that problems with recharging was the primary reason for over discharge. The antenna locate (al) feature was used, but the patient was unable to get communication between the recharger and the ins. It was stated that if the patient increases her stimulation greater than 6.4 v she would start to have "small seizures" where she was unable to speak clearly. This had been ongoing since implantation. There were no falls or trauma reported. It was stated that the patient had recently lost weight. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3 708260, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 3587a25, lot# n339610, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot# n339579, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot# n339579, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot# n339610, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 3587a25, lot # n339610, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot # n339579, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot # n339579, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot # n339610, implanted: (B)(6) 2012, product type lead. (B)(4). The device was used for an off label indication. The therapy the device was used for was epilepsy.